Event description:
A nurse reported that following intraocular lens (iol) implant surgery, the optic became displaced and the lens fell into the vitreous. A vitrectomy was performed and the surgeon was unable to remove the lens. Another iol was placed in the sulcus and the incision was closed with a suture without wound enlargement and the surgery was completed. In a follow-up, the surgeon reported the lens went into the vitreous cavity through a hole in the posterior capsule. A vitrectomy was performed and another iol was inserted. In the surgeon's opinion, the iol did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be identified by the investigation. Additional information was requested on 01/27/2012, 02/07/2012, and 02/22/2012 by phone, fax and mail. A completed questionnaire was received on 02/16/2012. (B)(4).